Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that patient had her spinal cord stimulator implant removed because it could no longer go as high as they wanted it to and it could no longer provide patient the therapy she needed. Patient described as "it fell". Patient stated she had device replaced by another manufacture device that also fell and then had device removed. Patient was told she could not have another ins implant due to scar tissue. No further patient symptoms or complications were reported in this event.